Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date), (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information and device evaluation), (device evaluated by manufacturer), (device manufacture date) and (identification of evaluation codes 10, 3331, 111, 57). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 111 - packaging problem identified. Conclusions code: 57 - cause traced to labeling. The returned sample was visually inspected and confirmed the torn box label. It appears that the label was placed a little higher, and wasn't fully adhered to the box. The most likely cause of this event is that at some point, the label caught on something and was partially removed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 17, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The distributor reported to terumo cardiovascular that during receipt of shipment it was identified that there was a box with only half of a label. No patient involvement.